Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h4, h6, h11 the device was not returned to olympus for inspection however fse (field service engineer) confirmed malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure in the connection between the display and the processor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibit that the 3d observation transition was nos possible. There was no patient involvement.